Event description:
It was reported that prior to a struma procedure, the blade broke after 5 minutes by cleaning (not in the situs). Opened new device to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.